Event description:
Additional information received reported that it was unknown what caused the por. The last impedance check was on (B)(6) 2013, with no reported issues. A kidney, ureters, and bladder radiography (kub) performed on (B)(6) 2014 showed mild non-obstructive distention. A CT scan performed on the same day showed no evidence of obstruction. It was further stated that on (B)(6) 2014, the patient experienced hematuria and side pain. The patient¿s last office visit was on (B)(6) 2013, which included a reprogramming.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer displayed a call your doctor icon and a power on reset (por) condition was reported. It was noted that the patient saw the por screen yesterday with a warning triangle. It was reported that the patient contacted their health care provider (hcp) for the reset but their hcp told them that their infection would need to clear first and then they would reset the programmer. It was noted that 2 weeks ago the patient¿s device was working. It was reported that 17 months ago the patient went in for surgery for what their hcp thought was 1 hernia but they realized that the patient had 6 hernias in their intestine. The patient got an infection and had to have most of their mesh dug out and their original wound finally closed in the last 2 weeks. It was reported that the patient had had wound vaccines until (B)(6) 2013 and had been in nursing home rehab. The patient¿s infection area was the size of a plate 29 cm by 26 cm by 4 cm deep. It was noted that when the patient came home over (B)(6) 2012 their wound dehisced and the patient went to the ER. They called the patient¿s hcp and they instructed them to send the patient home and that they would see the patient in a week. It was reported that then the patient had a 102 degree fever and was told to take tylenol for it. Later that week the patient was rushed into emergency surgery 3 times and was in a rehab facility for 6 months. It was noted that they started to do pig bladder grafts and now they were waiting for the skin to grow back. They cut out the mesh that came up and the patient¿s healing would take time because of their ms diagnosis but it was ahead of schedule being that they were very infected. It was noted that the patient¿s therapy was not affected by this experience and that they had to go in and adjust therapy from time to time. The patient¿s therapy had worked very well for them and prior to the implant the patient had constant kidney and bladder infections. It was reported that the patient was a controlled diabetic. It was reported that the patient experienced a loss of therapeutic effect. The patient had symptoms about 1 week ago but their symptoms really popped up 4 days ago. It was reported that the patient had some blood in their urine and was diagnosed with their first bladder and kidney infection in 4 years. The patient went to their wound care surgeon¿s office about 2 weeks ago and they cut the mesh out, cauterized the area, and put silver nitrate on the area to keep in closed. It was noted that after that procedure was done the patient noticed a return of symptoms and then was diagnosed with a ¿raging kidney-bladder infection". The patient thought that the therapy much have gotten switched off during that procedure. Additional information received reported that silver nitrate cautery was described as a q-tip that was used to cure and on-going wound. It was noted that it was called cautery but it was not in the electro-cautery category. It was reported that the patient called their hcp indicating that the manufacturer told them that the silver nitrate cautery was the cause of both the por and kidney infection. They wanted in writing that this was unlikely the cause to show the patient. It was reported that the patient needed the cautery to heal a wound and that the patient had been treated approximately 5 times in the past 15 months without issue. The hcp believed the patient seeing a note from the manufacturer in writing would allow the patient to continue their treatments. Additional information received reported that the patient was unwilling to do further treatments because they believed the silver nitrate cautery caused a por and kidney infection. Additional information received reported that the hcp thought they were going to be receiving a letter from the manufacturer stating that they did not think the silver nitrate treatments would affect the patient¿s device but nothing ever came. It was noted that this was medical decision and the manufacturer could not provide this to the hcp in writing.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v645571, implanted: 2011-(B)(6), product type lead, product ID 3037, (B)(4). Product type programmer, patient. (B)(4).